Event description:
On (B)(6) 2013, the reporter contacted animas to report the patient obtained blood glucose readings ranging from 52 mg/dl to 546 mg/dl and ¿greater than 600 mg/dl¿. The patient did not report experiencing any symptoms of high or low blood glucose levels. The patient alleged that the pump was not calculating the proper bolus doses of insulin, and that he then added more carbohydrates to the total carbs consumed in his meals in order to obtain the proper insulin bolus dose. The patient noted he was new to carb-counting and was not comfortable using the pump¿s bolus functions. Troubleshooting revealed there was misuse of the reported pump, in that the patient was intentionally increasing the amounts of carbohydrates in his meals in order for the pump to give him a larger bolus dose of insulin than calculated. The issue was not resolved with troubleshooting. The alleged incorrect bolus calculations of the pump would not have contributed to the patient¿s low blood glucose level of 52 mg/dl. However, as the patient allegedly suffered blood glucose levels suggesting severe hyperglycemia, 546 mg/dl and ¿greater than 600 mg/dl¿ after the pump bolus function issue occurred, this complaint is being reported.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 01/30/2014 with the following findings: the battery cap was not returned with the pump; a test cap was used to complete investigation. A review of the black box indicated that the last basal and bolus deliveries occurred on (B)(6) 2013. There were no alarms outside normal use observed in the pump histories. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump passed delivery accuracy testing and was found to be operating within required specifications. No alarms occurred during testing. No defects were found on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.